Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and an infection at the pod site. The patient could not provide a specific blood glucose value as they were unconscious during the event, however they mentioned it was high. Reported symptoms included vomiting, loss of consciousness, increased blood glucose levels, and elevated urine ketones. The pod was removed and discarded at the hospital. No additional details are available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and diabetic ketoacidosis with hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.